Event description:
It was reported that after the sheath had been in use for one week, the catheter was removed and the sheath remained in place for fluid administration. When the sheath was removed, it was noticed that the body had separated from the hub. The nurse was able to remove the sheath components with her fingers. There were no patient complications.